Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required code was found related to a permanent failure to the internal li-ion battery. The manufacturer's service technician observed the ventilator service required code in the device's event log. The technician recommended replacing the device's internal battery to address the error code. Additionally, a ventilator service required reminder error code was found in the device's error log. It is noted that the feet are missing and the base enclosure in damaged, and both would need to be replaced. The device is not needed for inventory and was scrapped.